Event description:
A physician reported a vertek arm that did not tighten as easily as expected and was sometimes difficult to loosen. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm shipped to site. A medtronic representative performed a navigation system check-out. Vertek arm ii replaced - issue resolved. No further issues have been reported. Medtronic investigation finds that the returned suspect vertek arm is well worn and does not lock down completely, as reported. Mechanical failure, malfunction/will not tighten, directly caused event.